Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR, the lead was pressing against the skin right above the pocket. As there was a risk of perforation, the pocket was reopened to correct the lead position on (B)(6) 2015. The patient was hospitalized. One of the sleeve's wings was cut off to correct the lead position on (B)(6) 2015, and the sleeve was sewed deeper in the tissue. There were no adverse patient effects due to the revision reported.